Manufacturer narrative:
This report is to retract this MDR 2938836-2016-14904. Duplicate report filed on (B)(6) 2016, 2938836-2016-14904.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during routine device replacement. Lead was tested and observed with no electrical anomalies detected. Lead was extracted and replaced. Patient was stable post-procedure.